Manufacturer narrative:
This is 2 of 2 medwatch reports regarding this event. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and hypoglycemia. The customer also reported pump error 37(drive count/time values or changes incorrect for moving or coasting. Too slow or too fast). The blood glucose value at the time of the event was 57 mg/dl. The customer was treated for hyperglycemia with an insulin pump (subcutaneous insulin infusion) and hypoglycemia with glucose. The event involved product(s) unk_sensor, mmt-7841zn, mmt-1884l, mmt-397a, mmt-332a. Troubleshooting was not performed for hypoglycemia and hypoglycemia. It was unknown whether the customer was using the auto mode/smart guard feature at the time of the event. It was unknown whether the customer was using the insulin pump system within 48 hours of the reported event. Troubleshooting was performed for the pump error alarm, and the customer was able to clear the alarm and able to rewind the pump. Troubleshooting was performed for loss of communication, and the customer received a lost sensor alarm. The customer reported that the issue was not resolved. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No further patient complications were reported. No product return is required for unk_sensor. No product return is required for mmt-7841zn. The customer will discontinue use of the insulin pump. Mmt-1884l was requested, and the customer responded that the device would be returned. No product return is required for mmt-397a. No product return is required for mmt-332a.